Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 65mm in diameter and 88mm in length saccular abdominal aorta aneurysm. The proximal neck was 20 mm in diameter and 36 mm in length. The right iliac artery was 12 mm in diameter and the left iliac artery was 16 mm in diameter. The right and left femoral arteries were 8 mm in diameter. The patient is a carrier of hvc (hepatitis c virus). It was reported that the main body was inserted with another manufacturer¿s sheath. The main body was successfully implanted, however; while the physician removed the delivery system, the marker band was caught at the proximal edge of the sheath. The physician pushed up the delivery system to release it from the sheath but it was unsuccessful. The physician then pulled the delivery system strongly applying torque, and the delivery system was successfully removed. The physician checked the removed delivery system and noted the inner tube was broken. There was no injury to the patient. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (removal difficulties), (lack of information, cause is unknown), related to another drug/device (another manufacturer's sheath). Conclusion: (lack of information, cause is unknown), known inherent risk of a procedure (removal difficulties), another device caused failure (another manufacturer's sheath), device not returned (patient had (B)(6)).